Manufacturer narrative:
Other, other text: h 10 summary from sme based on the limited information provided by the complainant and review of the provided pictures, no conclusions could be made as to a root cause. The instruction for use, 004-009-000-001, states under warnings that patient?s breathing gas should be adequately humidified to minimize encrustation of the tracheostomy tube and inner cannula, which can result in restricted breathing capability. The IFU states under cleaning the inner cannula that daily cleaning of the inner cannula is recommended or whenever the inner cannula becomes contaminated by mucus or secretions. This period of time will vary according to the individual patient's needs. Patients who have thick, tenacious, or large volumes of secretions may require more frequent inner cannula replacements. No corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly. Additional information: additional information received on 01-fev-2021: an airway humidifier was used for this patient (nacl 0,9% with airvo device). Mucus was suctioned at least 2 a day (more if needed). The inner cannula was cleaned every day

Event description:
Additional information received on 01-fev-2021: an airway humidifier was used for this patient (nacl 0,9% with airvo device). Mucus was suctioned at least 2 a day (more if needed). The inner cannula was cleaned every day.

Manufacturer narrative:
Other, other text: g 4 updated on correct aware date of 12/21/2020.

Event description:
Correct aware date updated in h 10.

Manufacturer narrative:
Based on the limited information provided by the complainant and review of the provided pictures, no conclusions could be made as to a root cause. The instruction for use, (B)(4), states under warnings that patient?s breathing gas should be adequately humidified to minimize encrustation of the tracheostomy tube and inner cannula, which can result in restricted breathing capability. The IFU states under cleaning the inner cannula that daily cleaning of the inner cannula is recommended or whenever the inner cannula becomes contaminated by mucus or secretions. This period of time will vary according to the individual patient's needs. Patients who have thick, tenacious, or large volumes of secretions may require more frequent inner cannula replacements. No corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly.

Event description:
Information received a smiths medical bivona tracheostomey inner cannula becomes clogged with mucous and in turn prevents the inner cannula from being removed without breaking. The customer is saying this puts risk for suffocation and desaturation. Unknown if the patient is getting humidification, suction and saline flush to thin secretions to prevent mucous plug from occurring.